Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with enterocele repair, anterior/posterior repair, bilateral sacrospinous ligament fixation, and iud removal due to uterovaginal prolapse. It was reported that following insertion the patient experienced pain, recurrence, urinary/bowel problems, bleeding, and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and pinnacle were implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional patient codes: (B)(4) - urgency, (B)(4) - incontinence additional narrative: it was reported that following insertion the patient experienced urgency and incontinence.